Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient received an inappropriate shock due to low amplitude measurements and noise which were oversensed and the patient was admitted to the hospital. Device migration was confirmed and a revision procedure was performed. It was identified that the device had not been sutured down at the implant procedure. The physician repositioned the device and utilized sutures to keep the device in place. No additional adverse patient effects were reported.